Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012576, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012576. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012576 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 02-apr-2025, with a total of (B)(4) units. The assembly, lot 5c05919 was manufactured according to the wi version 29 and manufactured in the quickset line, on 02-apr-2025, with a total of (B)(4) units. The assembly, lot 5c05920 was manufactured according to the wi version 29 and manufactured in the quickset line, on 03-apr-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5c04867 was manufactured according to the wi version 42 and manufactured in the gluing machine 08, on 30-mar-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5c04868 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 -08, on 01-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-16818), was submitted on 01-dec-2025. However, based on the investigation done on 12-jan-2026 and clinical review performed on 19-jan-2026, it was found that the serious injury was not to related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient went to emergency room (ER) and was hospitalized on (B)(6) 2025 for more than 24 hours due to high blood glucose (bg) and got treated with insulin via intravenously (IV) drip. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.